Manufacturer narrative:
DHR review: a review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15188716 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. (B)(4) was generated for lot 15188716 because of (B)(4), no action was taken. The involved lot was released per specification and (B)(4) was closed. This excursion bares no relation to the complaint reported. Outer member subassembly lot 15185300 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4) units were rejected during the assembly of lot this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time.

Event description:
Pta: the target lesion was dialysis shunt. The target vessel was moderately calcified and tortuous. The rate of stenosis was unknown. The patient's age and gender were unknown. The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient during deployment. There was no unusual force applied during deployment of the stent. The smart control c09060sl (smart control, iliac 9x60,complaint product) was deployed at the target lesion; however, the stent jumped forward and did not cover the whole lesion. An additional stent (detail unknown) was placed to cover the entire length of the lesion and the procedure was completed successfully. There was no adverse event. The patient is in stable condition.